Event description:
It was reported to (B)(4) service and repair: on (B)(6) 2013, during pre-surgery testing, it was noted that the small battery drive would go forward and backward but would not oscillate as needed. This was noted on two separate devices and a competitors device was used instead. It was confirmed that there was no patient involvement and surgery was not delayed due to the issue. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacture date of this item is 3-mar-2008. The source of the manufacture date is the release to warehouse date. The lot number provided in the initial medwatch is the supplier lot number. The synthes lot number for this device is; 5720367.

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number cannot be confirmed as synthes lot number. Device is an instrument and is not implanted/explanted. The reporters complaint that this device will not oscillate could not be confirmed. The unit was tested and passed all manufacturing specifications. Placeholder.